Manufacturer narrative:
Of the three malfunctions, one lot number was provided, and a lot history review were performed. The devices have not been returned for evaluation; therefore, the investigations are inconclusive for the fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. The three malfunctions involved a patient with no known impact to the patient. The patients¿ age, weight, and gender were not provided.